Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that "pt's husband called stryker because his wife is experiencing immense pain in her hip. Can not stand or walk for very long, and her activity level has become very sedentary because of the pain. Dr's have not been able to find anything wrong that is causing the pain. Has had CT scan, bone scans, has been given pain medications."